Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the time touch screen panel on a e360 ventilator was broken. The customer did not provide patient involvement information. Repair will be completed at a non-medtronic location and the product is not in medtronic control. The reported complaint could not be confirmed without the product return.